Event description:
It was reported that the patient presented in clinic due to infection on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151280.